Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient reported that his blood glucose reached "high" (greater than 500mg/dl) after wearing the pod for longer than 48 hours. Upon deactivation he noticed the cannula was not properly inserted into his skin and it was folded under the adhesive pad. There was also a little blood noted at the site. He decided to go to the emergency room and upon arrival he was diagnosed for diabetic ketoacidosis. They placed him on an intravenous drip of 3 bottles of fluids for dehydration and a manual injection of insulin. They also placed him an automatic insulin drip and about 2 hours later the noticed insulin dripping on his bed. He got upset that the nurse had not hooked up the line correctly and asked to be discharged from the hospital with bg reading 150 mg/dl. He was at the ER for about 8 hours and the pod was discarded.